Event description:
Icp fiberoptic monitoring probe - inserted on 5/29/97. On 5/31/97 pt in bed with head against side rail - bolt found to be broken at hub. Icp removed and new icp inserted by physician.